Manufacturer narrative:
(B)(4). Date of initial report: 08/08/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic bilateral salpingo-oophorectomy, part of the insulation at the tip of the device melted and disengaged. No pieces were left within the patient, and no injury occurred.

Manufacturer narrative:
(B)(4). Date of initial report: 08/08/2016. Date of follow-up report: 10/27/2016. One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified the clear insulation close to the jaws was damaged, causing it to fail hipot testing. Nothing in the manufacturing process has been found to cause or contribute to this damage. The investigation identified the root cause of the issue to be user error, where the insulation shows signs of damage with rough use or improper handling through a trocar. An additional issue was identified where the knife was trapped and contained within the jaws, preventing the device from opening. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contribute to the issue, and is caused by inadequate cleaning. The instructions included with this product lists measures to prevent both of these issues. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.